Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was going to the bathroom every hour on the hour. This started about a week ago. The patient stated that they were set at program 2 at 1.1 but was unable to adjust the settings. Using the programmer, it was determined that the stimulation was off. The patient was able to turn the stimulation back on and increased the setting to 1.2 where they could feel it. They were going to try this setting to see if their issues resolve. After turning the stimulation back on, the patient felt like ¿little pin pricks near implant site¿ which then the sensation went away. Additional information received from the patient on (B)(6) 2019, stated it is not working for the last 2 months it's not working. Offered to help. Patient expressed frustration and stated someone helped a week ago and it has gone back to where it was she wants to know how much to buy a new pp and get rid of these issues she is not getting the number she should be getting, such as 2.1 2.2 2.3. Offered to help patient use her pp but stated no. Patient stated she was through with it, this is the 4th time she has called for issues with the pp and she is tired of that, it goes on and on and every time she calls someone tries to help. Patient stated, last time she was helped then say goodbye to, then two days, every time she calls and someone helps, it helps until patient says goodbye to them then no more. Patient thinks it is the programmer it was too old. Then patient stated, not because it is too old because it is not functioning perfectly, it is not helping her she needs something to help her. The patient stated the hcp tried last time, she saw doctor and his assistant, they tried to help her (on (B)(6) 2019) and he wanted to see her in another year but she was having issues. Patient said it stopped helping her around the date when she saw him, she called him because she was not getting any help from the pp at that time. Patient said she has not updated the hcp about it's not helping since she saw him. Patient stated she was tired of going to the hcp for issues with this thing, she does not drive, she has vertigo (date for vertigo). Patient stated she wanted to have uniformity for the pp. Patient was willing to pay for replacement so she can be done with all these issues. Tried to explain about pp replacement and she will need to take it to hcp to put the other 3 programs. Patient stated programmer is not working because it is too old and need a replacement to stopped all these issues. They were getting the number she should be getting, such as 2.1 2.2 2.3. Patient stated she will call for help it will helped after no more and will need to call. Follow up information received on (B)(6) 2019 from the patient reported that they were not getting numbers such as ¿2.12, 22.3, etc.¿ were urinating very often, like almost every hour. They also stated that they did not ¿sense any feeling near the implants¿. The patient noted that they could never determine the cause but a long time ago, they ¿ceased to sense the ¿little pin pricks¿ near the implanted device site and stated that they were urinating of. The patient reported that they have not had a reoccurrence of the ¿little pin pricks¿ and had not felt them at all. They questioned if they should feel them or not. The patient decided not to do anything else about it and, at present, they no longer felt the pin pricks. The patient mentioned that they do not drink too much water on any day and stated ¿maybe I should urinate more¿. They did not like the taste water. They further reported that the ¿little machine I think is too old and should be changed. It simply did not operate like at the beginning. The patient also stated that they were not given enough instruction with the programmer. They noted that their first ins was on (B)(6) 2009 and the 2nd device was on (B)(6) 2015, so ¿it has been 10 years¿. They further stated that everyone who has the device should be made to take a course on how to take care of ¿this little machine¿ and ¿become a specialist (almost) on how to operate the programmer to the best of his or her ability¿. The patient stated that ¿it is something very valuable in the life of someone who needs it for the rest of his or her life without any mistakes¿. Lastly, the patient mentioned that they should be given a new programmer. When it was new, it was ¿wonderful¿ now its not!¿. There were no further complications reported or anticipated.